Manufacturer narrative:
(B)(4). Event details including implant date, explant date were requested but not provided. (B)(4).

Event description:
A physician reported to gore that a patient was implanted with gore® synecor biomaterial. It was reported that the device was removed due to infection.

Manufacturer narrative:
Additional information received from the physician reported the infection was related to dehiscence and exposure of mesh, not the device. As there was no reportable incident associated with the gore® synecor intraperitoneal biomaterial device, this report is being retracted.